Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 4.9 mmol/l at the time of the incident. Customer stated that she was trying to deliver a bolus and noticed that the pump was not doing anything. Customer later received a button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked battery tube threads and missing the end cap sticker